Event description:
It is reported that the device was implanted in 2006. Approximately two weeks post-op, x-rays revealed that one of the screws had penetrated beyond the hole in the shell and into the acetabular bone. Device remains implanted.

Manufacturer narrative:
Evaluation: dimensional verification could not be performed. Type of device used for screwing the screws in is unk. Exact cause for the existing situation is unk. No product was returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.